Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported sensor with lot number 15j49 "get intermittent probe malfunction". No consequences or impact to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A review of the lot information was performed and there were no previous reported issues related to this reported event.